Event description:
This is an international report where the minicap has been found to have a leak during use .there was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The sample was evaluated by the complaint quality engineer in the quality engineering lab in 2011. A crack has been found on the minicaps. After doing the leaking test, we found that the minicap crack had leakage. The reported problem was confirmed. After doing the investigation by the minicap supplier, it has been confirmed and this defect was caused by our minicap supplier during the manufacture process. The lot number is unknown; therefore a batch review cannot be performed. This issue is being investigated through CAPA.